Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 18 atmospheres, the balloon ruptured. The device was removed. And the procedure was completed with different device. No patient injury was reported, and the patient was in good condition post procedure.